Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place wherein the leads were explanted. The physician was unable to implant new leads due to scar tissue. As such, entire system was explanted.

Manufacturer narrative:
Date of event is estimated.